Event description:
It was reported that the customer received a motor motion error alarm, but the insulin pump did not alarm threshold suspend. The customer's blood glucose was 66 mg/dl. Advised customer to look through device settings and determine if the insulin pump alarmed or if the low setting had been turned off. The customer found that the insulin pump did alarm threshold suspend but recorded no response of it. Explained that the threshold suspend would alarm, and, if there was no response, then the insulin pump would suspend for two hours then resume. Advised customer to monitor the insulin pump and to call back if the issue occurred again. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.